Event description:
On(B)(6) 2010, company representative reported patient was taken to the hospital after having a heart attack and that patient experienced elevated blood glucose during the heart attack. Follow-up with patient was completed on (B)(6) 2010 following discharge from the hospital. Patient reported blood glucose was 300 mg/dl on the morning of (B)(6) 2010. Target blood glucose is 120-140 mg/dl. Patient was nauseous and began to vomit. Patient delivered a correction bolus of 10 units, and blood glucose elevated to 468 mg/dl. Patient called clinical nurse and was advised to change insulin cartridge and infusion set. Patient delivered another correction bolus of 10 units and blood glucose decreased to approximately 300 mg/dl. Patient¿s spouse took her to the hospital around 4 p.m. On (B)(6) 2010 to be certain she would not dehydrate. Medical professionals ran various tests at the hospital and determined patient experienced a mild heart attack. Patient remained on infusion device until (B)(6) 2010. At that time, patient was placed on an insulin drip to prepare for by-pass surgery. Patient remained on insulin drip and was discharged on (B)(6) 2010. Patient will restart infusion device after visiting medical professional for follow-up. Insulin cartridge and infusion set are changed every 3 days. There were no air bubbles reported, and patient primes infusion tubing until insulin flows from the end. There was no pooling or leaking of insulin near site location. Time and basal rates were set correctly. There were no diet or exercise changes prior to incident. Adapter and battery cover were being used within specification. No alerts or errors were received. No products will be returned for evaluation.

Manufacturer narrative:
No product willl be returned for evaluation.